Event description:
The pt was implanted with smooth saline filled mammary prosthesis on 5/10/95. Subsequently, the pt experienced a deflation of the device, an infection and capsular contracture. The device was removed on 6/1/98. This is the first device of two for this pt. The MDR reference number for the contralateral device is 1645337-1998-00208.